Event description:
Sorin group (B)(4) received a report that during the vein harvesting procedure, the customer noted blue plastic debris in the endoscopic channel. The debris was removed from the wound using forceps. There was no report of patient injury.

Manufacturer narrative:
The product was returned to sorin group (B)(4) for evaluation. Inspection of the returned device found evidence of material worn away from the upper jaw. Dimensional analysis of the returned unit found that the jaw guide was out of specification, which is indicative of an excessive amount of tissue being clamped into the jaw. The analysis of the bipolar device indicates the problem experienced by the clinician was caused by applying excessive torque during clamping because of too much tissue in the jaws. The instructions for use state "to ensure that the instrument will close properly, do not insert too much tissue in the jaws," do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument," and "excessive tissue accumulated within the jaws may prevent knife blade from fully returning to its neutral position." Any of these actions could have resulted in the blue jaw to torque towards the metal guide, causing the material to scrap off and bend the guide. A CAPA has been issued to investigate the potential for damage to the bipolar when excessive force is applied.